Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gel leak) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to intermittent lead 1- and lead 2- wires in the ECG c and d cable. The root cause for the intermittent wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a gel leak.